Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead was oversensing noise, which resulted in loss of pacing. The lead was explanted and replaced, and the patient was asymptomatic and in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.